Manufacturer narrative:
The device was returned for analysis. The balloon was observed to be partially inflated with contrast media within the balloon and inflation lumen. No damage was observed on the hypotube. Severe accordion like bunching damage was observed along the polymer extrusion shaft. The damage continued down into the inflation lumen which may have resulted in the balloon becoming inaccessible. The balloon could not be inflated or deflated due to the condition of the returned device. The balloon material was undamaged. There was no damage noted to the tip, markerbands or blades of the device. The blades were intact and fully bonded to the balloon surface. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the balloon failed to deflate. The target lesion was located in the moderately calcified superficial femoral artery. A 3.50mm x 1.5cm small peripheral cutting balloon was selected for use. During procedure, the device was inserted towards the target lesion and the physician attempted to inflate the device but failed. Consequently, the physician removed the device from the patient's body and attempted inflation at 10 atmospheres. Furthermore, it was noted that inflation was successful; however, the balloon could not be deflated. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that the balloon failed to deflate. The target lesion was located in the moderately calcified superficial femoral artery. A 3.50mm x 1.5cm small peripheral cutting balloon¿ was selected for use. During procedure, the device was inserted towards the target lesion and the physician attempted to inflate the device but failed. Consequently, the physician removed the device from the patient's body and attempted inflation at 10 atmospheres. Furthermore, it was noted that inflation was successful; however, the balloon could not be deflated. The procedure was completed with another of the same device. No patient complications were reported.